Event description:
Had allergy reaction [device allergy]. Case narrative: initial information was received from malaysia on 25-feb-2021 regarding an unsolicited valid serious case from a pharmacist. This case involves an unknown age female patient who had allergy reaction, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (strength: 16 mg/ 2ml) injection liquid (solution) at unknown dose, once in one knee (unspecified) (lot: unknown) for oa (osteoarthritis). Information on the batch number was requested. It was reported that patient bought 2 boxes of hylan g-f 20, sodium hyaluronate 6ml injection and inject only one knee. Patient had allergy reaction (device allergy, onset and latency: unknown). Doctor did not want to report the adverse event and gave her steroid injection. Patient was asking for refund for one injection. Event was assessed as serious due to required intervention (steroid). The patient had recovered from the event action taken: unknown. Corrective treatment: steroid. Outcome: recovered. Product technical complaint (ptc) was initiated with global ptc number 100106368 on 01-mar-2021 for product synvisc. Batch number; unknown, sample status: not available , the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: 11-mar-2021 with summary code as no assessment possible. Additional information was received on 28-feb-2021 from a non-healthcare professional. Outcome was updated to recovered. Text was amended accordingly. Based on previously received information the product technical complaint details were added and suspect was updated from synvisc one to synvisc. Local comments: downgrade.

Event description:
Had allergy reaction [device allergy]. Case narrative: initial information was received from malaysia on 25-feb-2021 regarding an unsolicited valid serious case from a pharmacist. This case involves an unknown age female patient who had allergy reaction, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (strength: 6 ml) injection at unknown dose, once in one knee (unspecified) (lot: unknown) for oa (osteoarthritis). Information on the batch number was requested. It was reported that patient bought 2 boxes of hylan g-f 20, sodium hyaluronate 6ml injection and inject only one knee. Patient had allergy reaction (device allergy, onset and latency: unknown). Doctor did not want to report the adverse event and gave her steroid injection. Patient was asking for refund for one injection. Event was assessed as serious due to required intervention (steroid). The patient had recovered from the event action taken: not applicable. Corrective treatment: steroid. Outcome: recovered. A product technical complaint was initiated, and results were pending for the same. Additional information was received on 28-feb-2021 from a non-healthcare professional. Outcome was updated to recovered. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 04-mar-2021. The case involves unknown age female patient who had treatment with synvisc 6 ml injection and had allergy reaction and was given steroid injection. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Had allergy reaction [device allergy]. Case narrative: initial information received from (B)(6) on (B)(6) 2021 regarding an unsolicited valid serious case received from a pharmacist. This case involves an unknown age female patient who had allergy reaction, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (strength: 6 ml) injection at unknown dose, once in one knee (unspecified) (lot: unknown) for oa (osteoarthritis). Information on the batch number was requested. It was reported that patient bought 2 boxes of hylan g-f 20, sodium hyaluronate 6ml injection and inject only one knee. Patient had allergy reaction (device allergy, onset and latency: unknown). Doctor did not want to report the adverse event and gave her steroid injection. Patient was asking for refund for one injection. Event was assessed as serious due to required intervention. Action taken: not applicable corrective treatment: steroid. Outcome: unknown. A product technical complaint was initiated and results were pending for the same.